Manufacturer narrative:
Contacted healthcare user (B)(6) and hospital bio-med, (B)(6) about the bent t-handle. The biomed rep stated that the customer had this problem before and he could not figure out how the operating room staff damaged to part/component. I informed the biomed rep that the t-pin must locate into the centering pin through the use of the traction arc cart. The biomed stated that he would review the process with the staff, and I informed our osi sales rep to f/u and provide and in-service that goes over the set-up and use of the operating room table with hospital staff.

Event description:
Customer contacted osi to inform that they had bent the traction arc bolt and could not use the traction arc during surgery. Ref mw1032242.